Manufacturer narrative:
On 13 may 2016 the medical affairs director performed a clinical evaluation while checking x-rays and commented as follows: revision of tha two years after primary, reportedly because of infection. There is no reason to suspect that the device can be held responsible for the problem. On 13 may 2016 the r&d project manager performed a preliminary investigation based on the images of the explants and commented as follows: with the information available to date, no conclusions can be drawn. The root cause of the event cannot be determined. On 17 may 2016 medacta international requested a document review of the non-medacta international implants involved in this complaint (both not marketed in the USA): in both the cases no anomalies have been detected by the two manufacturers. Batch reviews performed on 27 may 2016. (B)(4). Not available.

Event description:
Due to an infection, all the components have been changed during revision surgery. Explants are not available.